Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer 4.1 showed that the device was not detected on the bus. The customer attempted to recover the drawer and pocket; however, the system indicated that the cubie had popped out even though it was still inside and would not recover. The field service engineer (fse) shut down the pyxis machine, reseated the retractor bands, and tested the unit using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 displayed device not detected on bus. The user rebooted the station and performed a storage recovery; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.